Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies found. The full lead was returned and analyzed. The distal conductor had blood/body fluid.

Event description:
It was reported that the lead dislodged after final position during the implant when attempting to peel out the subselecting delivery catheter. A new lead was implanted. No patient complications have been reported as a result of this event.